Event description:
A serum sample was run on testpack plus human chorionic gonadatropin combo "obc" with a negative result. The serum was then run on axsym and the result was 52 iu/l. No pt info was available.